Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The complaint could not be duplicated. The handswitch and footswitch worked. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the imaging system would not expose 2d or 3d. The site tried the handswitch and the foot pedal and the system did not even start at the exposure. There was no patient involvement. 2021-mar-29 e1(rep): no new information. 2021-apr-06 e2(rep): no new information.